Manufacturer narrative:
A specific cause of the reported event could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Investigation is complete and no additional event description provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for "infection status post lengthy period of loss to follow up (at least 3 months)¿. The patient exhibited signs and symptoms of a pump pocket infection. The signs and symptoms included pain, drainage and documented fluid collection. There were no known factors associated with the patient¿s condition that contributed to the infection as the patient had been missing in action for the prior months and was non-compliant. The patient had presented to an outside hospital on (B)(6) 2017 with chills, malaise and fever, elevated lactate and leukocytosis and complaints of left sided chest pain and left upper quadrant abdominal pain. The patient underwent surgical debridement. (Staphylococcus aureus, coagulase positive) and vancomycin was initiated. No additional information was provided.